Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed any additional info will be reported in a supplemental report.

Event description:
During g3 surgery, the surgeon placed the u-lag screw into the pt. The surgeon tried to insert the u-blade using the inserter. The inserter broke when u-blade had been inserted by using inserter. However, the surgeon continued using the inserter, and the surgery was completed without further problem.